Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements for tis right ventricular (rv) lead and noisy signals. Technical services (ts) was consulted and discussed stored episodes as well as shock therapy delivery based on available data. This rv lead remains in service. No adverse patient effects were reported.